Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to confirm the reported alarm indicating a drive transducer offset failure. The fse discovered that the front end board (feb) was inoperable and was unable to troubleshoot the issue, run tests or communicate with the unit in diagnostics mode. To address the issue, the fse ordered a replacement front end board. The fse later returned to replace the feb, was able run tests but noted a low vacuum warning. There was no electrical test failure #52 but it did appear in the error log. The fse performed additional troubleshooting and running tests and confirmed the low vacuum. It was traced most likely to a vacuum leak poor response time to the drive manifold. The fse opted to order a new drive manifold. The fse later returned to install the drive manifold and corrected the low vacuum. The electrical fault did not return. Complete functionality tests were performed and calibration was validated. The iabp unit was then cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a high pitch alarm and displayed ¿electrical test fails #52. It is unknown under circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.